Event description:
I've used the amo complete moisture plus contact lens solution for a long time. I'm guessing two years or more. During the past two years, I've had three different eye infections which my dr couldn't explain. Neither required medicines, and all went away over a week or so when I stopped wearing my contacts during the recovery period. I've been a contact lens wearer for 27 years now, and these are the only eye infections I've ever had. The doctor and I never considered it could be related to the solution I was using. However, after seeing the news and reading about the amo complete moisture plus recall, now it makes sense. The last eye infection was around 2006 and it took not wearing my lenses for 1.5 weeks to get over it. My eye got very red and sensitive to light. My doctor didn't see any other damage or long term problems. Used 2005 - 2007 twice daily.